Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The blood glucose level recorded was 140 mg/dl. The device is being returned for inspection, and a replacement pump will be provided.